Event description:
It was reported that the subject device displayed an unclear image, and the angulation of the video deviated from 90 degrees. The issue was found when checked the equipment before work. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d9, h3, h4 and h6. Correction: h6. Medical device problem code (image orientation was inadvertently unselected in the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported issue of an unclear image could not be reproduced. Although, the deviation in video angulation from 90 degrees was confirmed. Based on the investigation results, the root cause of the unclear image could not be definitively determined. However, the deviation in video angulation is likely attributed to a component failure within the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic laparoscopic procedure, the subject device's image was unclear, and the angulation of the video deviated from 90 degrees. The procedure was competed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.